Event description:
Healthcare professional later reported right side "hole on valve side." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on posterior side assessed as fold flaw opening and observed two openings on anterior side assessed as surgical damage. Valve leak and or damage: observed non penetrating nicks (surgical tool scratch like) on valve. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed broken on plug strap side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.